Manufacturer narrative:
Terumo obtained that actual device that was used and evaluated the device. A visual inspection of the centrifugal pump confirmed that the device was damaged. Terumo confirmed that the damage occurred during the shipping and handling process. (B)(4).

Event description:
On (B)(6), 2010, it was reported by the user facility ((B)(6)) to terumo cvs that during set-up the fin blades in the centrifugal pump were loose. The user facility reported that the centrifugal pump was changed out and that there was no patient involvement.